Manufacturer narrative:
The reported issue (it was reported that the flow rate was between 1.2-1.6l/min. The water temperature was 38.3c and the patient's temperature was 35.8c with a goal of 36c. Per troubleshooting, the pads were disconnected and reconnected which brought the flow rate up to 2.6l/min. An additional call was received from the complainant stating the flow rate was low with the large set of pads. The complainant advised that she changed the pads to a size small and the flow rate was optimal with the size small pads. The water temperature was 40c but the patient is a liver transplant patient with crrt going and has metabolic problems that keep her temperature low. The complainant advised that the crrt heater had been turned on and the bair hugger had been added the previous day to bring he ac water temperature down. Per the complainant, the patient reached the target temperature. Additional information regarding this event has been requested but not yet received.) Was unconfirmed, as the product met specifications. During visual evaluation the pads were inspected and found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completely sealed. The energy connector for the right chest pad was found slightly damaged, the other connectors were found free of damages, it was noted that there was evidence of the sealing presence on the pads. No manufacturing issues related were noted during the visual evaluation of the pads returned. The flow rate for this product must be above 2.4 l/min m2. According to the test method, the flow rate was found to be acceptable on all the returned pads. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿

Event description:
It was reported that the flow rate was between 1.2-1.6l/min. The water temperature was 38.3°c, and the patient's temperature was 35.8°c, with a goal of 36°c. Per troubleshooting, the pads were disconnected and reconnected, which brought the flow rate up to 2.6l/min. An additional call was received from the complainant stating the flow rate was low with the large set of pads. The complainant advised that she changed the pads to a size small and the flow rate was optimal with the small size pads. The water temperature was 40°c; however, the patient is a liver transplant patient with crrt (continual renal replacement therapy), and had metabolic problems that kept her temperature low. The complainant advised that the crrt heater had been turned on and the bair hugger had been added the previous day to bring the water temperature down. Per the complainant, the patient reached the target temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flow rate was between 1.2-1.6l/min. The water temperature was 38.3°c, and the patient's temperature was 35.8°c, with a goal of 36°c. Per troubleshooting, the pads were disconnected and reconnected which brought the flow rate up to 2.6l/min. An additional call was received from the complainant stating the flow rate was low with the large set of pads. The complainant advised that she changed the pads to a size small and the flow rate was optimal with the small size pads. The water temperature was 40°c; however, the patient is a liver transplant patient with crrt (continual renal replacement therapy), and has metabolic problems that keep her temperature low. The complainant advised that the crrt heater had been turned on and the bair hugger had been added the previous day to bring the water temperature down. Per the complainant, the patient reached the target temperature. Additional information regarding this event has been requested but not yet received.